Event description:
It was reported that lead damage mechanical breakdown was observed. Patient had sick sinus syndrome. Lead was explanted and a new lead was implanted. No further information available.

Manufacturer narrative:
A partial lead measuring 41.0 cm was returned for analysis. Analysis was normal and no anomalies were found.